Event description:
The patient received two leads from the same lot number. It was reported during the patient's procedure to implant his drg system, a wet tap occurred. The procedure was completed without a blood patch. The patient reported experiencing a headache and was kept overnight as a precaution. Follow up identified the headache has resolved.